Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 500mg/dl. Customer went to the hospital and was treated with intravenous fluids. Reportedly the customer reverted to manual injections for insulin therapy. At the time of the report with tandem technical support, the customer was still in the hospital. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.